Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: p6a1057), egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: p6a1057), egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: p6a1057). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gallbladder extraction, the staple lines failed, resulting in opening and bleeding at the stapling site after firing. The physician re-examined the stapling site after completing the gallbladder extraction and performed manual suturing to control the bleeding and reinforce the staple line. The procedure time was extended by 40 minutes. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: g3 correction: h6 (fdp and ime codes were updated) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.